Manufacturer narrative:
The device was replaced under warranty and returned to product assessment center (pac) for evaluation. The customer's device archived by stryker. The pac technician confirmed the reported issue and found that it was caused by a depleted battery. Root cause component: 3314533-004.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer will be provided with a replacement under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.